Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had low blood glucose for two weeks due to his insulin pump is delivering insulin that he did not programmed. Customer stated that his doctor download and print his information and it showed that he is getting 10 units and 15 units of insulin during the night. Nothing further was reported.